Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, symptoms of breast implant illness (bii) and pain. The device has been explanted with a complete capsulectomy.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional. Corrected and/or changed data: b.5, h.6.

Event description:
Patient reported left side capsular contracture, baker grade unknown, symptoms of breast implant illness (bii) and pain. Healthcare professional later reported "capsular contracture grade 3-4". The device has been explanted with a complete capsulectomy.